Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-20072022-0001224125 submitted for adverse event which occurred on (B)(6) 2018. Mwr-20072022-0001224138 submitted for adverse event which occurred on (B)(6) 2017. Mwr-20072022-0001224135 submitted for adverse event which occurred on (B)(6) 2017. Mwr-20072022-0001224134 submitted for adverse event which occurred on (B)(6) 2017. Mwr-20072022-0001224132 submitted for adverse event which occurred on (B)(6) 2018. Mwr-20072022-0001224129 submitted for adverse event which occurred on (B)(6) 2018. Mwr-20072022-0001224127 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient underwent surgical procedures on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2019. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/10/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.